Manufacturer narrative:
(B)(4). The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Decreased/impaired vision, elevated iop, corneal edema, inflammation and hyphema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient presented with light perception vision associated and elevated intraocular pressure (iop) associated with corneal edema and hyphema on postoperative day one (1). Per report, the iop decreased with medication (drops), and the visual acuity improved to counting fingers (cf). Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing the management of the reported event. Reportedly, the surgeon continues to treat the pressure and inflammation. The report noted the patient''s hyphema continues to clear. Additional information has been requested.

Event description:
Through follow-up the surgeon described the patient''s status as "doing well, with great vision and eye pressure." The report also noted "things turned out well and the patient is very happy".

Manufacturer narrative:
Additional information: b5, g3, g4. MFR# reference: (B)(4).